Event description:
Mid 30¿s female with recent history of pyelonephritis. Procedure: infusion of invanz 1 gm IV. Alaris infusion set leaked where tubing connected to the patient's IV(behind the clear plastic hub) as in picture attached. No known harm to patient, another infusion set used. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter). Will obtain.